Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted transgastric to the pancreas to treat a pancreatic cyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2021. During the procedure, the second flange of the hot axios stent would not deploy. The stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another axios stent. There were no patient complications reported due to this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on december 31, 2021 that a hot axios stent was to be implanted transgastric to the pancreas to treat a pancreatic cyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2021. During the procedure, the second flange of the hot axios stent would not deploy. The stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another axios stent. There were no patient complications reported due to this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6: medical device problem code a15 captures the reportable event of partially deployed axios stent. Block h10: a hot axios stent and delivery system were returned for analysis. The stent was received partially deployed. The delivery system was received in position "2". Visual examination of the returned device found the outer sheath kinked near the luer and 4.5 cm from the tip. Functional examination was performed to inspect the catheter lock for functionality and the delivery system was able to pass through the luer without resistance. Additionally, the stent was deployed without problems and no resistance was felt. No other issues with the stent and delivery system were noted. The reported event of stent partially deployed was confirmed. Taking all available information into consideration, the investigation concluded that the reported event and observed failures were likely due to factors encountered during the procedure. It may be that the resistance felt by the physician during deployment of the second flange, limited the performance of the device and contributed to the outer sheath kinked and stent partial deployment. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.